Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speed band superview super 7 was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2023. During the procedure, the first band could not be deployed. The procedure was completed with another speed band superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2023. During the procedure, the first band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(Initial reporter facility name): people's hospital (B)(6). Imdrf device code (B)(4) captures the reportable event of bands unable to deploy. The returned speedband superview super 7 was analyzed, and a visual evaluation noted that the returned ligator housing had all the bands attached, and none of the bands were overlapped nor damaged. The ligator housing teeth were all in good conditions. The suture was broken. No problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis of the returned component, there were no visual problems pointing to the reported problem. The bands were all on their respective position, the ligator housing teeth were not damaged and the thread around the teeth was correctly placed. Although the suture thread was returned broken, because there is no information about a rupture of the suture thread, it is possible that the suture was broken at the time of removing the device, so, it was not coded as a problem. There were no further details as to how the device was prepared nor we received the complete device to examinate it. From the functional point of view, if the thread holding the bands was moved simulating the functionality of the device, the first band of the device would have moved. Therefore, the most probable root cause of this complaint is no problem detected.